Event description:
It was reported that the ventricular impedance and threshold have been increasing. The device was checked in clinic and no noise was observed. The device remains in use. No intervention was performed or is planned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.